Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported impact to blood glucose. Customer declined to provide information regarding alternate insulin therapy.